Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient called on (B)(6) 2012, stating that they were experiencing red heart alarms; she was feeling fine and not at home. The patient was asked to change out the battery clips, which did not silence the alarms, so was then asked to change out the system controller. The patient was then asked to go home and connect to the power module, and when she did, it showed that there were low flows. Throughout the troubleshooting, the patient felt fine. The patient was instructed to go to the hospital where she was connected to the system monitor which displayed periods of time in a low flow state and decreased rpm's form 0-1500. A percutaneous lead fracture was suspected but since the patient had been moving towards recovery, she was in fairly stable condition. The patient was taken to the operating room for removal of pump. The surgeon was expecting to find a percutaneous lead fracture, however; when the removal of the pump began, a clot that had formed in the outflow graft was discovered.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.